Event description:
It was reported that during the implant of this right ventricular (rv) lead an increase in pacing thresholds was noted. The physician elected to wait and do a follow up after ten days. Subsequently the patient presented with loss of capture and the pacing thresholds had increased further. The physician decided to reposition the lead, but the lead helix got stuck and was not extending. The lead was thus exchanged. During the procedure the physician was not able to get a venous puncture for more than two hours and finally the proximal tip was cut and a bigger size sheath was taken over the excisitng lead. A new lead was used after achieving the desired parameters. No adverse patient effects were reported. This lead was expected to be returned.